Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 250 mg/dl, consumed unannounced breakfast consisting of doughnut holes and coffee, later announced lunch while glucose remained elevated, and completed a supply change without abnormalities while using teflon infusion sets; no alerts or alarms occurred, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no long-term impairment. Investigation included user interview, troubleshooting, and education regarding meal announcement and infusion set function. Investigation of this case revealed no device malfunction or component failure and no abnormal findings with the infusion set or pump supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.